Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2018 with the following findings: during investigation, there were multiple unexplained reboot events observed. Battery compartment is cracked from threads down to the case seal on the side. No battery cap was returned, test battery cap was used and it was able to fit. The¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate ¿intermittent power¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.